Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly had a decrease in pressure. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 6 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device was not available for evaluation. Event confirmation status 2 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 1 device was found to be affected by worn bladders. 1 device was found to be affected by a damaged pneumatic assembly. 3 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 3 devices were received. 1 devices were not available for evaluation. 2 device investigation type has not yet been determined. Event confirmation status: 1 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 1 device was found to be affected by a damaged pneumatic assembly. 2 devices had no problem found. Additional information: 6 devices were not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly had a decrease in pressure. 6 events had patient involvement; no patient impact.